Manufacturer narrative:
Mts verified negative reactivity in the anti-a microtube using returned cards. Retains performed as expected. No definitive root cause can be determined as a result of this incident. However, based on the available information provided by the customer and the results of the investigation, mts is unable to rule out improper storage, handling and/or shipping of the gel card products by the distributor or at the customer site as the root cause for the loss in potency (negative reactions) observed in the anti-a microtubes with the returned cards.

Event description:
Customer reports that multiple known group a patients failed to react in the anti-a microtube of the mts monoclonal a/b/d and reverse grouping card lot #040705037-27 (exp. 26 mar 06). This event was initially reported to FDA in 2005, MFR report #1056600-2005-00097. Five additional MDR reports are being filed to document that this event occurred with a total of six units of blood (6 gel cards).